Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Patient was revised due to pain, metallosis, elevated cobalt and chromium ion levels. There was staining of the tissues, but really not blackened everywhere. Upon removing the head and stem, there was a nondisplaced crack in the greater trochanter.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: b5, b7, h6 (clinical code).

Event description:
Medical records were received and stated that the patient had undergone left total hip arthroplasty. The patient is uncertain as to when her symptoms began. Sustained injuries to tendons, ligaments, tissues, and bones in the right hip. Suffered from extreme pain when she walked, sneezed, or coughed. The patient elevated cobalt and chromium levels. Advised that needed revision surgery. The surgeon found metallosis throughout the hip. Post revision, the patient experiences pain sitting for more than 10 minutes and limping when walking. Patient have anxiety about the damage that asr has caused and about future damage that the high ion levels and metal in the bloodstream can cause. Doi: (B)(6), 2006.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: (B)(6). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Litigation complaint received ad (B)(6) 2023. Patient was revised was due to pain, discomfort, increased metal levels in blood including cobalt and chromium, permanent injuries, emotional distress, disability, disfigurement and economic damages. Doi: (B)(6) 2008; dor: (B)(6) 2022; right hip.